Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: multiple por event are observed in the black box on (B)(6) 2015, returned battery cap and cartridge cap were used during investigation, the battery compartment is cracked below the bumper pad. Moisture corrosion is observed on the display screen inside the pump and in the battery canister. A leak test failed due to a battery compartment leak. The pump powers up with auditory alert, but no vibration alert and the display screen remains blank upon starts up. The pump¿s cover was removed, moisture corrosion damage was found inside the unit to the cgm module, fs circuit, vibration pcb contacts, and to the power pcb and flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.